Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device returned has the distal tip damage (bent ), also was found kinked in two sections at 67.3cm and 96.2cm from the proximal end. The outer diameter dimensions were found within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as: 2134265-2017-10676. It was reported the stent delivery system became entrapped on the guidewire. A 6 x 200 x 130 innova¿ stent and 035/260 magic torque¿ guidewire were selected for a procedure in the aorta. After the stent was deployed, the stent delivery system became stuck on the wire, so both the stent deployment system and the wire had to be removed together. Wire positioning was lost. They had to re-wire the vessel and continued with the procedure. A 6x100 innova was additionally implanted to stent the full length of the lesion over a bentson wire to complete the procedure. There were no patient complications and the patient was fine.

Manufacturer narrative:
Age at time of event: mid (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-10676. It was reported the stent delivery system became entrapped on the guidewire. A 6 x 200 x 130 innova¿ stent and 035/260 magic torque¿ guidewire were selected for a procedure in the aorta. After the stent was deployed, the stent delivery system became stuck on the wire, so both the stent deployment system and the wire had to be removed together. Wire positioning was lost. They had to re-wire the vessel and continued with the procedure. A 6x100 innova was additionally implanted to stent the full length of the lesion over a bentson wire to complete the procedure. There were no patient complications and the patient was fine.